Event description:
Pink sediment along urinary drainage tubing and in bag. Pt on protonix 40 mg i.v. This has occurred with most of the pts -post operative thoracic and/or cardiac surgical pts- with urinary catheters and who receive protonix i.v. This usually occurs within 24 to 48 hrs post op and receiving protonix.